Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient remained on insulin pump therapy with increased insulin dosages during the hospitalization and has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be file. No conclusion can be made at this time.

Event description:
The patient was hospitalized for elevated blood glucose levels.